Event description:
The FDA recalled the roche diagnostic strips for inr (I have a mechanical valve and take coumadin). However, roche diagnostics will not replace the strips that I had purchased online from (B)(6). Is there any chance of getting them to follow the recall directive? I purchased 2 sets of 24 strips and the lot number is one listed on the recall list.